Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc- 8216-70, serial / lot #: (B)(4), description: artisan surgical lead, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a pressure ulcer at the bony prominence of his kyphosis. The patient was given antibiotics and underwent an explant procedure. There will be no further information provided to bsn.